Event description:
It was reported that during a procedure the operator attempted to deliver the flow diverter stent to the target lesion using the subject balloon. The subject balloon was not prepared and tested according to the directions for use before using it in the patient. After the subject balloon reached the target lesion it was inflated using 100% contrast media. During inflation even before the subject balloon could reach the optimal amount of inflation, it burst inside the patient's vascular anatomy. The subject balloon was withdrawn from the patient vascular anatomy. A neurological test was conducted on the patient, approximately three hours after the surgery (after the patient woke-up from anesthesia). It was assessed that the patient suffered scotoma (blurred vision- and patchiness in eye). According to the physician the subject balloon was defective and this was the cause of the rupture. The subject balloon was replaced with another device and the procedure was completed successfully.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon ruptured inside the patient during inflation inside of a stent. Additional information does not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While there are a number of potential causes for the reported issue of balloon burst/ruptured during use and patient neurological deficit, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure the operator attempted to deliver the flow diverter stent to the target lesion using the subject balloon. The subject balloon was not prepared and tested according to the directions for use before using it in the patient. After the subject balloon reached the target lesion it was inflated using 100% contrast media. During inflation even before the subject balloon could reach the optimal amount of inflation, it burst inside the patient's vascular anatomy. The subject balloon was withdrawn from the patient vascular anatomy. A neurological test was conducted on the patient, approximately three hours after the surgery (after the patient woke-up from anesthesia). It was assessed that the patient suffered scotoma (blurred vision- and patchiness in eye). According to the physician the subject balloon was defective and this was the cause of the rupture. The subject balloon was replaced with another device and the procedure was completed successfully.